Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release. The patient observed insulin coming out of tubing about 12 hours after set change. This issue occurred with three infusion sets. No further information available.